Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The account executive reported on behalf of the customer that on an (B)(6) 2018, a a2114 mayfield infinity xr2 skull clamp was noted to have a problem with the rocker arm not being completely immobile when the swivel lock is engaged. At that point, the surgeon removed the a2114 and utilized a standard a1059 to complete the procedure. When the integra representative inspected clamp along with an account neurosurgery coordinator, a click was heard and the rocker arm rotated slightly in either direction when force was applied. It was also discovered that the center skull pin post of the torque knob was not secured in place with a retaining clip. This was not noticed during use but only during post incident inspection. Additional information was received from the customer on 04sep2018 indicating that the radiolucent mayfield head piece was on the patient's head. The surgeon had locked the rotation on the double pin side of the mayfield. At this point, the mayfield was still moving up and down. This delayed the case for 45 minutes. The patient had to be re-pinned. Intra operative CT was not able to be done.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The device history record review reveals no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint was not confirmed as no issues were observed. With respect to the returned unit, it has passed all specific functional testing requirements, except for the retaining ring is missing from the torque knob. When unit is properly positioned and put under pressure, unit will function properly. Repair cannot duplicate lock moving and unit is locked. General maintenance and cleaning required. The root cause is undetermined.

Event description:
N/a.